Event description:
The patient experienced a loss of therapeutic effect and a shocking/jolting sensation in the ins. The impedance measurements were greater than 4,000 ohms on c-0. Unipolar and bipolar impedances were the same. Additional information has been requested.

Manufacturer narrative:
Extension: model 3095-10, serial# (B)(4), implanted: (B)(6) 2012; lead: model 3093-28, lot# v819353, implanted: (B)(6) 2012; programmer: model 3037, serial# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported that the patient had experienced sharp shocking and pain in the area of pocket for four days. The cause of the event was unknown. C/0, 0/1 and 0/2 were above 4 ,000 ohms. The patient was reprogrammed on (B)(6)2012 to c+/2-. This seemed to control her symptoms better and had not caused any shocks. The patient did not require hospitalization and recovered without sequela.